Event description:
It was reported that the patient was not receiving effective therapy with scs system because the upper thoracic leads had migrated, and the tripole paddle had a high impedance. The patient was experiencing irritation and discomfort at the ipg site due to the patients ipg being placed so close to each other. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg's were repositioned, and the leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.